Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging that the ok button was cracked and/or broken. This complaint is being reported because the alleged button issue remained unresolved at the time of troubleshooting. There was no indication that the product caused or contributed to an adverse event.